Event description:
During an acl procedure, the tip of the overdrill (cross-pin reamer) broke off as it was being drilled into the femur. As a result, there were two metallic fragments embedded within the bone. No apparent injury to the pt, as a result of the event.